Event description:
It was reported that the patient was seen on (B)(6) 2017. Lv lead dislodgement was determined via EKG. The lead was capped and replaced on (B)(6) 2017 without any sequelae.

Event description:
New information notes that the lead was explanted (B)(6) 2017. The patient was in stable condition before, during and after the event. Lead will not be returned.